Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint could not be confirmed. A manufactured trained service technician was unable to duplicate the reported issue. The unit passed all testing and met all parameters during troubleshooting by the technician and through collaboration from the manufacturers technical support team. Technical support recommended that the solenoid valve assembly be replaced as a precaution and confirmed that the subsidiary has placed an order. Additionally, the heater cooler is designed for an 'overtemp' alarm only, not to alarm if temperatures decrease as reported. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2019 during a cardiopulmonary bypass (cpb) procedure, the patient temperature was 36.3 degrees celcius. The heater/cooler changed to standby and the patient's heart fibrillated. The surgeon then noticed the heart was cool and the clinician noticed the heater/cooler line was not warm to the touch. The clinician then switched the heater/cooler to rewarm. It was not known if this was a functional error or a user error that the heater/cooler was not in the rewarm mode. The patient core temperature at the point of the clinician noticing it was 34 degrees celcius. Paperwork states that there was a two hour delay during the procedure, but as stated above the heater/cooler switch to rewarm and case proceeded, and unit was not exchanged. There was no stated harm or blood loss due to the event.

Manufacturer narrative:
Per the manufacturer's subsidiary, the patient heart rhythm changed to fibrillation, the surgeon noticed that the heart was cold, and the hc water line was not warm to the touch. Per the manufacturer's subsidiary, the solenoid valve of the hc was replaced. The voltages and wiring were checked after calibrating the system. According to the service technician, the unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the heater cooler (hc) temperature was dropping without activating any alarms. The hc was switched to rewarm and the unit started to rewarm. The surgical procedure was completed successfully. There was a two hour delay. There was no blood loss, nor adverse consequences to the patient.